Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, complication in site preparation (spinning implant on placement). A larger diameter implant was placed successfully.